Manufacturer narrative:
(B)(6).

Event description:
The customer consistently received questionable high troponin t hs, creatine kinase (ck), and elecsys ck-mb immunoassay results for one patient from the cobas 8000 cobas e 602 module serial number (B)(4). This medwatch is for troponin t hs. Refer to the "medwatchs" with patient identifiers (B)(6) and (B)(6) for the other assays. The doctor believed the result were an "implausible constellation of cardiac markers in case of a showing no cardiac symptoms". There was no evidence of an acute myocardial infarct. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The customer suspected a non-cardiac isoform of troponin t was present.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.